Event description:
I used the soclean last evening for the first time in the past month. I could not fall asleep as the smell was too much for me to handle. I took off the CPAP (continuous positive airway pressure) after about 45 minutes because I started to get a very serious throbbing headache. It was pounding. I then got nauseous. It was a terrible night and did not sleep.